Manufacturer narrative:
The device was not returned and a batch number was not available. Internal notification number: (B)(4). Device reference code: (B)(4). Device name: kerrison det130 deg up 2mm 180mmthp. Serial number: n/a. Batch number: unknown. UDI device identifier: (B)(4). UDI production identifier: unknown. Basic UDI-di: n/a. Unit of use UDI-di: (B)(4). Manufacturing date: unknown. No product at hand. Batch history review: the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably maintenance /reprocessing related. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect or production error can be excluded. It is not clear what has caused. Possibly the ejectorpin fk901205 is missing as in cc 400435636. Therefore it could be that the ejector pin was lost by an improper disassembling. The pin should not be removed for reprocessing procedure. Due to the design of the instrument, this ejectorpin can only be removed with increased force and a deformation of the ejectorpin. Furthermore according the instruction for use the following points and warning must be observed: "safe handling and preparation" use the product only in accordance with its intended use, see intended use prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. Do not use product if it is damaged or defective, set aside the product if it is damaged, replace any damaged components immediately with original spare parts "operation" always carry out a function test prior to each use of the product use the product according to its intended use.

Manufacturer narrative:
A preliminary investigation had been prepared, based on a different part #, no lot# and no part return. Investigation - the instrument was not received. Batch history review - there was no batch number provided. Conclusion and root cause - without product return, there is no definitive root cause. (Please see related medwatch: 9610612-2019-00453 with the investigation of the updated product # and product return, as noted below) the root cause of the problem could be reprocessing or maintenance related. Rationale - according to the quality standard a material defect or production error can be excluded. It is not clear if the ejector pin fk901205 is broken or only missing. Based upon our historically grown product experience, we exclude a broken off ejector pin. These screws must not be dismantled. This led to a damaged caulking or welding joint and then the pin could loosened. Furthermore according the instruction for use (IFU) the following points and warning must be observed: - use the product only in accordance with its intended use - prior to each, inspect the product for loose, bent, broken, cracked, worn, or fractured components - do not use the product if it is damaged or defective - set it aside if it is damaged - replace any damaged components immediately with original spare parts - always carry out a function test prior to each use of the product disassembling: do not remove drive pin and screw or this could lead to loss or loosening of the pin and screw assembling (applies only to the detachable bone punches): check the functionality of the punch by squeezing the punch closed and opening it again.

Manufacturer narrative:
(B)(4). Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the kerrisons. During an orthopedic procedure on (B)(6) 2019, the pins on 2 kerrisons were noted to have broken. It was not clear if the devices had broken during the operation or during reprocessing. As such x-rays of patient were taken and the pins were not found to be in the patient. There was a 5-10 minute delay due to the malfunction. (The second kerrison was reported separately).